Event description:
It was reported that the maryland bipolar forceps instrument pulley was noted to be broken during a da vinci myomectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis inspected the instrument under digital microscope and no broken pulley was observed. Failure analysis also observed the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found.